Manufacturer narrative:
Previously reported by the manufacturer: a trilogy 200 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to a permanent failure of the internal li-ion battery was observed. The technician recommended replacing the device's internal battery to address the issue. In addition, the device did not meet acceptance criteria of evaluation process for the following conditions: handle/o-ring, rubber feet and power cord clamp therefore the parts were replaced. No further investigation is required at this time. New information evaluation: the device was returned to the technician for additional evaluation due to a failed positive flow verify repair test during a ran group level test. The unit was placed on run in. The unit was retested and passed all testing.

Event description:
A trilogy 200 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to a permanent failure of the internal li-ion battery was observed. The technician recommended replacing the device's internal battery to address the issue. In addition, the device did not meet acceptance criteria of evaluation process for the following conditions: handle/o-ring, rubber feet and power cord clamp therefore the parts were replaced. No further investigation is required at this time.